Manufacturer narrative:
(B)(4). Date sent: 1/28/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 2/10/2025. D4 batch #m9a798. Investigation summary : the product was returned for evaluation. Visual inspection and was conducted on the returned sample. Visual analysis of the returned sample determined that the cdh29p device was not received, only the anvil was received with the washer uncut. Further analysis shows that the anvil was received with the locking spring damaged. No functional test was performed due to the condition of the anvil. No conclusion could be reached on what caused the locking spring of anvil damage. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: keep the device trocar visible at all times to prevent injury or inadvertent trauma to adjacent structures. Do not use the anvil shaft to assist in piercing the tissue by placing it over the unexposed device trocar to avoid inclusion of tissue within the anvil shaft. Do not use it for piercing. Grasp the anvil grasping area and reattach the anvil by sliding the anvil shaft over the device trocar and pushing until the anvil snaps into its fully seated position. The orange band on the device trocar will be covered when the anvil is fully attached. If necessary, hold the adjusting knob to prevent the device trocar from retracting during laparoscopic anvil attachment. Do not clamp across or grip on the locking springs when attempting to reattach the anvil as this will prevent anvil attachment. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. While closing the device, keep the organ segments in proper orientation. Inspect to ensure extraneous tissue is excluded. To close the device, turn the adjusting knob clockwise a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot / batch number m9a798, and no non-conformances were identified

Event description:
It was reported that during an unknown procedure that the anvil on the stapler looked to be damaged, it wouldn't lock on the site. The new device was opened. No patient consequences to complete the procedure.

Manufacturer narrative:
(B)(4) date sent 1/2/2025 d4 batch # unk b3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.